Event description:
The pt received the scs system on (B)(6) 2010, which included two leads from the same lot. It was reported the pt was involved in a motor vehicle accident. One of the scs leads was removed and replaced on (B)(6) 2011. No further info is available regarding this event and the explanted device was not returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.